Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process, and insulin was squirting out of the tubing without the numbers ramping up. The customer's most recent glucose reading was 141mg/dl. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.